Event description:
It was reported that the patient presented for a follow up, upon interrogation the pulse generator exhibited backup vvi mode. After a software download, normal device function resumed.